Event description:
It was reported that a balloon rupture occurred. The 1.7mm in the narrowest point, 70% stenosed target lesion was located in the outflow tract of the autogenous fistula in the left forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the cutting balloon was first inflated to 10atm slowly at a speed of 5s/atm and maintained for 1 minute, but the stenosis was not dilated, and there was an obvious wasp waist shape. The pressure was then decreased to negative at a speed of 5s/atm. The balloon was rotated 30 degrees inside the patient body and then inflated to 10atm at the same speed, but the stenosis was not dilated. The pressure was slowly decreased to negative, and the balloon was rotated 30 degrees again, then the pressure was applied, but when the pressure reached 8atm, the value showed on the gauge decreased rapidly, and there was blood in the injector of the pump. Also, it was determined that the balloon had ruptured. The device was removed through a vascular sheath without additional intervention and the procedure was completed with another of the same device. The patient is stable following procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal marker band. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks.

Event description:
It was reported that a balloon rupture occurred. The 1.7mm in the narrowest point, 70% stenosed target lesion was located in the outflow tract of the autogenous fistula in the left forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the cutting balloon was first inflated to 10atm slowly at a speed of 5s/atm and maintained for 1 minute, but the stenosis was not dilated, and there was an obvious wasp waist shape. The pressure was then decreased to negative at a speed of 5s/atm. The balloon was rotated 30 degrees inside the patient body and then inflated to 10atm at the same speed, but the stenosis was not dilated. The pressure was slowly decreased to negative, and the balloon was rotated 30 degrees again, then the pressure was applied, but when the pressure reached 8atm, the value showed on the gauge decreased rapidly, and there was blood in the injector of the pump. Also, it was determined that the balloon had ruptured. The device was removed through a vascular sheath without additional intervention and the procedure was completed with another of the same device. The patient is stable following procedure.